Manufacturer narrative:
Device eval by manufacturer: the jetstream device was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed multiple bends throughout the shaft. There was a hole in the infusion sheath located 18cm from the tip. The catheter shaft was also kinked/buckled 87cm to 87.5cm from the tip. The functionality of the device was checked by setting up the product. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of 2 minutes in the blades up and down modes. No errors were noticed on the console. The device leaked fluid from the hole on the infusion sheath. Aspiration testing of the device was completed. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. Test results showed that this device did not perform per specification withdrawing 9ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device stopped rotating and aspirating. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was used over a recommended 0.014" thruway guidewire. After 10-20 seconds upon entering the sfa, the device stopped aspirating and rotating. The rex button still functioned. No error code was displayed. The device was removed, and there were no noticeable defects. The procedure was completed with another 2.1mm jetstream xc catheter. No patient complications were reported.